Event description:
As reported by the edwards lifesciences affiliate in switzerland, edwards received notification of a 56mm evoque procedure in tricuspid position. It was reported that two months and two weeks post-procedure, the patient was re-admitted for six weeks with decompensation right heart failure signs. Tee revealed severe anterior-septal and posterior pvl without rocking motion or clear signs of valve malposition. The patient received a total of 4 packed red blood cell transfusions and the volemic status was optimized. However, both pvls remained. On the last echo performed, there were no visible signs of rocking/malposition. A plan was made for valve explantation.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labeling review. The complaint for "valve does not seal on annulus, significant leak flow observed" was confirmed with empirical evidence based on the event description. The device history record was reviewed finding that this device passed all manufacturing and sterilization inspections. Based on this review, no non-conformances related to the complaint event were identified. Additionally, there are no confirmed product or labeling, IFU, training material nonconformances affecting distributed product and no other triggers have been met and therefore, no preventative or corrective actions are required. During the index hospitalization the patient was under anticoagulation and diuretics. The patient received a total of 4 rbc transfusions; however, both pvls remained. On the last echo performed there were no visible signs of rocking/malposition. Since no imaging was provided for evaluation and no information about patient anatomy was provided, there is insufficient information to determine the root cause of the event.